Event description:
The device was inserted into the anterior tibia. Upon withdrawing the trocar, the needle cannula became dislodged from the hub and slid out of the bone with the trocar. The device was removed with grasping forceps.